Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board and cable unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The cv-190 / evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, all leds of the front panel were not glowing, no image on monitor screen, and error e315 coming intermittently. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. All leds of the front panel were not glowing due to faulty printed circuit board, and there was no image on monitor screen due to faulty printed circuit board. There was also an unsupported scope error code due to a faulty cable unit. The following additional findings were noted: dust inside the unit which required cleaning, deformed wire needed replacement, dent of picture in picture connector requiring replacement, and third party repair work was observed inside the unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.